Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood fluid in helix housing and tissue entwined in the helix. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test passed without issue, indicating no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial lead was explanted due to suspected lead perforation. However, the sensing, threshold and impedance measurements were stable and no anomaly could be clinically observed. During the explant procedure, when opening the suture where the implantable cardioverter defibrillator was implanted, the seal plug that covers the screw was opened. It was the physicians decision to replace the ICD due to the loose seal plug. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead was explanted due to suspected lead perforation. However, the sensing, threshold and impedance measurements were stable and no anomaly could be clinically observed. During the explant procedure, when opening the suture where the implantable cardioverter defibrillator was implanted, the seal plug that covers the screw was opened. It was the physicians decision to replace the ICD due to the loose seal plug. No additional adverse patient effects were reported.